Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator upgrade procedure. During the procedure, the physician elected to add more slack to the chronic atrial lead and subsequently, pulled the lead out of position. The physician attempted to reposition the lead but had difficulty maneuvering the stylet into the lead and extending the helix. The lead was then explanted and replaced successfully. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator upgrade procedure. During the procedure, the physician elected to add more slack to the chronic atrial lead and subsequently, pulled the lead out of position. The physician attempted to reposition the lead but had difficulty maneuvering the stylet into the lead and extending the helix. The lead was then explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
Correction h6 medical device problem code from failure to advance to use of device problem.